Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the right ventricular lead had high and increasing impedance with exit block and artifact. Artifact sensing can be provoked via ventricular stimulation. Lead fracture is suspected. The device and lead were turned off. A revision surgery will not be performed due to patient preference. The lead remains implanted but inactivated. No patient complications have been reported as a result of this event.